Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that overfill occurred while using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. This event occurred on 4 separate occasions. The following information was provided by the initial reporter; "the tubes self fill over the limit. "

Event description:
It was reported that overfill occurred while using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. This event occurred on 4 separate occasions. The following information was provided by the initial reporter; "the tubes self fill over the limit. "

Manufacturer narrative:
Investigation summary : bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Therefore, 20 retained samples from each lot number provided (0225015;0297481;0272192;0240232)from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all 80 tubes met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields were updated due to corrected information: d.4. Medical device lot #: 0225015. D.4. Medical device expiration date: 4/30/2021. H.4. Device manufacture date: 8/12/2020. D.4. Medical device lot #: 0272192. D.4. Medical device expiration date: 6/30/2021. H.4. Device manufacture date: 9/28/2020. D.4. Medical device lot #: 0240232. D.4. Medical device expiration date: 5/31/2020. H.4. Device manufacture date: 8/27/2020. D.4. Medical device lot #: 0297481. D.4. Medical device expiration date: 7/31/2021. H.4. Device manufacture date: 10/23/2020.

Event description:
It was reported that overfill occurred while using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. This event occurred on 4 separate occasions. The following information was provided by the initial reporter; "the tubes self fill over the limit. "

Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that overfill occurred while using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. This event occurred on 4 separate occasions. The following information was provided by the initial reporter; "the tubes self fill over the limit. "